Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, which was identified through x-ray and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.